Event description:
It was reported that the pump battery was depleting quickly. Additionally, the customer experienced an issue with the battery gauge. There was no reported adverse impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.